Manufacturer narrative:
(B) (4): per customer request, physio-control provided customer with the part number and ordering info for a replacement therapy connector assembly. The removed assembly will not be returned to physio-control for eval; therefore, further investigation cannot be performed.

Event description:
It was reported by the customer's biomed that the device was being used on a pt in the cath lab when they noticed that intermittently, the device would prompt "connect electrodes". The customer switched monitors and symptom cleared up. There were no adverse affects to the pt reported as a result of device use.